Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient stated she had two different implantable neurostimulators (ins), though the manufacturer¿s device registry showed the patient had only received one device. The patient stated the ins was removed because the way it was placed caused her to have multiple orgasms which were painful. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had her neurostimulator and leads explanted two weeks ago due to a car accident. The device was noted to have moved and pushed against a bone in her spine. Additional information was requested.